Event description:
It was initially reported that the customer's device had its service indication and low battery icon illuminated. The customer stated that the battery had been installed in the device within the previous 6 to 9 months. Upon an evaluation of the device by physio-control, it was observed that the device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and verified the reported failure. During testing, a replacement battery was installed in the device and proper device operation was observed. After the battery is replaced, the device will be returned to the customer for use. The device will not be returned to physio-control for evaluation.